Event description:
Livanova deutschland received a report that an s5 hlm pump shows error message of fault motor controller, during priming. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 console. Reportedly, the pcb board needed to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.